Event description:
It was that the pump was purposely emptied on (B)(6) 2013 due overdose symptoms. The patient was reported to be "knocked out." The patient went to the hospital, the reservoir was aspirated, and the patient had recovered by the following morning. This patient was reported to have multiple medical issues that were not pump related. There were no recent pump refills. This patient seemed to fluctuate between effective therapy and being overdosed which had been investigated for nearly two months. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the patient fluctuating between receiving effective therapy and being overdosed was noted to have appeared to have been due to seizure activity and had nothing to do with the pump. All studies were noted to be normal.

Event description:
It was later reported that a catheter dye study was performed twice with no catheter complication demonstrated or visualized. The patient was reported to be doing "good" and they were receiving effective therapy.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).